Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of rattling noise inside case was confirmed. The prevue ii was disassembled and found the ssd heat shield loose and not secured inside of the device. The heat shield was secured on top of the ssd hard drive prior to reassembly. The scanner displays interference in the ultrasound image due to an internal failure within the motherboard. The root cause of the reported failure was identified as due to use of the device.

Event description:
It was reported the prevue has a rattling noise, as if there is a loose part. 1/16/2026 - during evaluation of the returned device, it was found that the scanner displayed interference in the ultrasound image.